Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event. The service technician reported upon power on of the ventilator via ac power it displayed a message 'backup battery not connected', indicating the backup battery was not detected during power on self test due to a low capacity for use. Review of the ventilator's diagnostic log history revealed that when the ventilator was powered on during previous use by the user it indicated the same issue to the user, that the battery in place for backup power had a low capacity for use. The diagnostic log history also indicated a 24/+-12v power fail occurrence. The customer reported that during the time of the reported the event the hospital had some power outages. The service technician replaced the backup battery to address the findings. Applicable final testing was completed and tests passed to operating specifications.